Event description:
On (B)(4) 2013, the reporter contacted animas, alleging an air bubbles/leak issue. It was reported that there was a large air bubble at the top of the reservoir. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 04/07/2014-device evaluation:the cartridge has been returned and evaluated by product analysis on 03/19/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2013 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.